Manufacturer narrative:
D6a. If implanted, give date the implant date is known only as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including breast cancer and chemotherapy/radiotherapy. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, a 68-y-o patient with a 3300tfx25mm valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately six (B)(6) due to calcification leading to severe stenosis (aortic valve mean gradient (avmg) 42mmhg, left ventricle ejection fraction (lvef) 70%). The patient presented with signs of dyspnea. A 26mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: a1, a2, d4, d6, h4 and h6 (added : type of investigation). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.